Event description:
This lead was implanted on (B)(6) 2011. A call to technical services on 8/23/11 states that the patient has a pocket hematoma and there is concern about infection. Dr. (B)(6) opened pocket, flushed with antibiotics and closed without incident. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).